Event description:
It was reported that per tbm out of the box the plastic framework that holds the left arm pad cushion to the trhd22fr transport chair is shattered in pieces with the nuts and screws exposed. Provider advised tbm that the left arm assembly was not attached to the chair it was just loose in the box.